Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) performed follow-up and obtained the following additional/updated information regarding the reported event: the instrument was reportedly inspected prior to use, and no issues were noted. The instrument performed as intended up until it broke. The instrument did not make contact with any other instrument or hard material during the surgical procedure. The surgeon was dissecting tissue at the time of the event. The customer confirmed all fragments were retrieved by matching the broken fragments to the instrument. There was no additional surgical procedure required to remove the fragment. The customer performed unspecified post-operative test(s) to check for remaining fragments. The instrument was removed after the breakage with no resistance through the cannula. The surgical staff did not notice any other damage to the instrument or cannula after the event occurred. The patient has not returned to the hospital due to experiencing any post-surgical complications related to retaining a foreign object. It was confirmed that the procedure was completed robotically.

Event description:
It was reported that during a da vinci-assisted low anterior resection surgical procedure, the harmonic ace instrument blade broke off and fell inside the patient. The fragment was retrieved during the same procedure, and it was confirmed that all fragments were retrieved. The customer replaced the harmonic ace instrument with a back-up instrument of the same kind and completed the procedure. Intuitive surgical, inc. (Isi) has attempted to obtain additional information related to the reported event. However, as of the date of this report, no additional information has been provided.

Manufacturer narrative:
Based on the claim against the product by the customer noting a broken harmonic ace instrument blade, an investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The harmonic ace instrument was analyzed and found to have a broken curved blade. A broken piece measuring approximately 0.47" x 0.10" was returned with the instrument. No material appeared to be missing as the broken assembly was pieced back together. Blade damage may be detected by the generator with a solid tone or an error. The complaint regarding a broken/cracked instrument blade was confirmed by failure analysis, which indicates that the device did contribute to the customer reported issue. The probable root cause of a cracked/broken blade is attributed to use conditions. Cracked or broken blades result from blade scratches and damage caused by contact with other instruments or other hard/metal objects (e.g., staples, clips, etc.) During use while the instrument is activated. Blade fractures propagate from initial contact sites due to the ultrasonic vibration of the harmonic ace blade, leading to eventual/premature failure (e.g., scratches and damage result in cracks, which then result in broken blades). This issue can be resolved by using an alternate instrument to complete the procedure. A review of the submitted image was performed by an isi regulatory post market surveillance (rpms) specialist. The image confirmed that the harmonic ace instrument blade was missing/detached. This event is being reported due to the following conclusion: during a da vinci-assisted low anterior resection surgical procedure, the harmonic ace instrument blade broke off and fell inside the patient. The fragment was retrieved during the same procedure.